Event description:
Additional information. Prior to the revision the patient had a loss of therapeutic effect. The patient had return of tremors on the left side and had woken up from the tremors at night. Prior to going to bed the patient was receiving therapy, but when the patient woke up the next morning, the left side tremor was "noticeably" worse. The stimulator was checked with the patient programming and the out of regulation (oor) message was being displayed. The patient could not adjust stimulation. There was no known accident or incident related to the loss of effect.

Manufacturer narrative:
(B)(4).

Event description:
Additional information. Impedances on the patient's right hemisphere were measured and the results showed all but one monopolar and bipolar configuration were >20,000 ohms. X-rays were performed and no mechanical issues were noted on the results. Surgical troubleshooting was conducted 4 days later. During the surgery the extension and adaptor were replaced. Following the revision impedances on the right hemisphere improved to within normal limits. Stimulation was re-established and the patient's symptoms improved drastically on the left side/right hemisphere. The patient had "much" better tremor control.

Manufacturer narrative:
Final analysis of the adaptor revealed no anomaly was found. Final analysis of the extension (serial# (B)(4)) revealed 3 conductor wires were broken within 10 cm of connector area. Circuits 0-2 on the proximal segment were open.

Manufacturer narrative:
The extension and adaptor were returned for analysis. A follow up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pt experienced a shocking sensation down their left arm into the hand when they turned the neurostimulator off. The pt turned the device back on with no problems reported. No pt injuries were reported.